Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system's overtemp alarm went off and the device would not circulate or heat up. The overtemp alarm was flashing and sounding. The issue occurred during testing and there was no patient involvement. It was also discovered that none of the alarms on the device worked.